Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open breast reduction procedure, the thread comes or separate out of the needle as a whole when opening the blister. It was noted that the malfunctioned happened three times on the same device. To resolve the issue, a new suture with the same lot was used. There was no patient injury.